Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, patient experienced no audio output. Dexcom has issued an (B)(4) for patient to return device to be investigated.